Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "ruptured implant verified by us, MRI". Healthcare professional later reported "discomfort and pain associated with the implant site". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported left side "ruptured implant verified by us, MRI". Healthcare professional later reported "discomfort and pain associated with the implant site". Device has been explanted.